Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5149224) in reference to a dreamstation 2 auto CPAP advanced device. The user alleges the device alarming at 5:20am to go to the hospital. The user alleges the device had a burning wax smell coming from device then looked and alleges seeing smoke coming from the device. The user alleges no flames were visualized. The user alleges experiencing a cough and scratchy throat for an hour after the alleged incident. Patient reports wife also witnessed the alleged incident. There is no allegation of patient harm, serious injury, or medical intervention. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.